Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3004788213-2021-00171.

Event description:
It was reported the clamp's knob on an articulating arm and the center arm on a fixation pin broke during surgery. There were no patient impacts reported, but the procedure was delayed while the clamp was reassembled and the broken arm from the pin was recovered. This is report one of two for this event.

Manufacturer narrative:
Corrections in and h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed the knob has fractured off the clamp. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported the clamp's knob on an articulating arm and the center arm on a fixation pin broke during surgery. There were no patient impacts reported, but the procedure was delayed while the clamp was reassembled and the broken arm from the pin was recovered. This is report one of two for this event.